Event description:
Info received indicates the motor power off light on, and the bed will not function, due to corrosion on the power supply board.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.